Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and six months later post filter deployment, a computed tomography angio (cta) chest for pulmonary embolism protocol was performed and it revealed there was significantly suboptimal opacification of the pulmonary arteries and pulmonary embolism cannot be excluded. A kidney, ureter, bladder (kub) was performed, and it revealed an inferior vena cava filter at the level of l3. After two days, a computed tomography (CT) abdomen and pelvis was performed, and it revealed moderate prominence of the distal common inferior vena cava just caudal to the level of an inferior vena cava filter with intraluminal heterogeneous decreased density which extends to the common iliac veins through to the visualized extend of the femoral veins bilaterally with moderate surrounding perivascular fat stranding/inflammation, compatible with the sequela of deep venous thromboses. After two days, an ultrasound duplex of bilateral lower extremities was performed, and it revealed occlusive thrombus noted within the right common femoral vein, superficial femoral vein and the profunda. There was occlusive thrombus of the left common femoral vein and the left greater saphenous vein was thrombosed. After two years and six months, anteroposterior and lateral x-ray of lumbar spine was performed for the patient with low back pain for greater than 10 years, radiating down the legs and degenerative disc disease of the lumbar spine. The findings of this study indicated that inferior vena cava filter projected over the lumbar spine, over the l3 and l4 vertebral bodies.therefore, the investigation is confirmed for filter occlusion and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent blood clots due to obesity. At some time post filter deployment,it was alleged that the filter clogged. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed at l2-l3 vertebral level. Approximately seven years and six months post filter deployment, computed tomography revealed there was significantly suboptimal opacification of the pulmonary arteries and pulmonary embolism cannot be excluded. A kidney, ureter, bladder (kub) was performed and it revealed an inferior vena cava filter at the level of l3. Subsequently a few days later, computed tomography revealed moderate prominence of the distal common inferior vena cava just caudal to the level of an inferior vena cava filter with intraluminal heterogeneous decreased density which extends to the common iliac veins through to the visualized extend of the femoral veins bilaterally with moderate surrounding perivascular fat stranding/inflammation, compatible with the sequela of deep venous thromboses. Approximately two days later, ultrasound revealed occlusive thrombus within the right common femoral vein, superficial femoral vein and the profunda. There was occlusive thrombus of the left common femoral vein and the left greater saphenous vein was thrombosed. Approximately two years later, ray spine lumbosacral anteroposterior (ap) and lateral 2-3 views were performed it revealed an inferior vena cava filter projects over the lumbar spine, over the l3 and l4 vertebral bodies. Therefore, the investigation is confirmed for filter migration. However, the investigation is inconclusive for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent blood clots due to obesity. At some time post filter deployment, it was alleged that the filter clogged. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.